Manufacturer narrative:
According to the instructions for use (IFU) for the gore¿ tag¿ thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak.

Event description:
On march 14, 2006, this patient underwent endovascular treatment and was implanted with a valiant thoracic stent graft proximally. Coverage was extended distally with two gore tag thoracic endoprostheses. The patient tolerated the procedure. The reason for treatment was unknown. . On (B)(6), 2021, the patient underwent follow-up imaging which determined a proximal and distal type I endoleak. The images appear to identify a 10cm proximal aneursym and a suspected distal dissection thought to be stent induced. The physician plans to re-intervene.